Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the new orders were slow to appear on pyxis stations. The information technology team found no issues on their end. The technical support specialist (tss) dialed into the server and checked the patient encounter system (pes) site, all stations were current. A server downtime query was run, and no issues were found. However, the extract transform load (etl) process was delayed, as confirmed in both the etl system and the health sight viewer (hsv). The etl process was restarted, which was expected to take some time. Later, an email was received from the customer confirming that the issue was resolved. The system functioned as intended after the technical support specialist resolved the issue on the device.

Event description:
It was reported that when using the bd pyxis¿ es server, new orders were crossing slowly on devices. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.